Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6947-58 implantable tachy lead (B)(6) 2002; 5076-45 implantable pacing lead (B)(6) 2002. (B)(4).

Manufacturer narrative:
Product event summary- the device was returned and analyzed. Analysis revealed the returned device indicated shorting/low impedance in the battery.

Event description:
It was reported that the battery voltage had decreased significantly and there was early elective replacement indicator. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.